Event description:
Customer reported that she woke up with a blood glucose level over 600 mg/dl. Customer inserted a new batter, had already reset time and date and was giving a bolus. Current blood glucose is 104 mg/dl. Battery out limit alarm was found in the alarm history. Customer changed the battery cap and no damage found in the battery compartment. Customer also stated that active insulin time was showing 12 units and the insulin pump has been off since the night before. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.